Manufacturer narrative:
(B)(4). Device will not be returned for investigation therefore evaluation will not be provided by the manufacturer. (B)(4).

Event description:
According to the reporter during and inguinal hernia repair procedure the balloon was inflated and burst into pieces inside the patient. The pieces were retrieved from patient and no adverse event was reported due to the malfunction of the device.